Event description:
In 2008, the pt reported her insulin infusion headset had just fallen out of her body. She stated she is unsure if she accidentally pulled it out. She stated she thinks she gets better insulin absorption when she uses this type of infusion set. She said she inserted the headset yesterday and, after she inserted it, her blood glucose readings began to drop to the 57-80 mg/dl range. She said her normal range is 100-140 mg/dl. She stated she corrected her readings by stopping her insulin infusion device and eating some food. The pt stated her readings today have elevated to the 230-240 mg/dl range. She said she believes this is due to her overeating yesterday. She said she treated her elevated readings by bolusing insulin. The pt will change her infusion headset and monitor her readings. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.